Event description:
The customer reported a fatal error. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was evaluated and repaired. The unit was put back into service.